Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed a grey bar post device evaluation. The device was tested before any actual procedure and had been interrogated, detections turned on, and then off. The green bar was observed prior to extended wireless communication and was test charged. After this evaluation, the grey bar was displayed. The device was not used and there was no patient involvement.